Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) performing preventative maintenance (pm) replaced the batteries to fix the issue. Full pm, calibration, safety, and functionality checks were performed and passed to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the battery run-time test during preventative maintenance performed by a getinge representative. There was no patient involvement, and there was no adverse event reported.